Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed far field r wave oversensing and inappropriate mode switches on an implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.